Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h3; h6. Visual examination of the provided pictures identified the stem within in the joint, with black tissue around the stem. Scratches are seen on the stem surface as well as bio-debris. Slight wear noted to the top of the trunnion. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: : 00801804001 61064952 femoral head sterile product do not resterilize 12/14 taper 00630505840 liner standard 3.5 mm offset 40 mm i.d. For use with 58 mm o.d. Shell unknown trilogy cup customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -02187.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently the patient was revised approximately 13 years post implantation due to suspected metal corrosion and adverse local tissue reaction. It was stated that the patient¿s cobalt levels had increased recently to 5.4. And a mir performed showed a suspicious area near the greater trochanter. The head, and liner were removed and replaced. There was some slight darkening in the head and very little on the trunnion of the stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported the patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised 13 years post implantation due to elevated metal ions levels and suspicion of altr. During the revision, tribocorrosion of the head and neck and a tear in the gluteus medius tendon were noted. The head and liner were exchanged without complication. The well-fixed shell and stem remained intact.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a4, b3, b5, b7, d6b, g1-2, g3, g6, h2, h6.

Manufacturer narrative:
Proposed component code: mechanical (g04)- stem. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed and a revision occurred thirteen (13) years post implantation due to elevated metal ions. During the revision, corrosion was identified, as well as a tendon tear and altr. The head and liner were exchanged with no complications noted. Root cause unchanged. This complaint was confirmed based on the provided medical records and returned device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10:cat#00801804001, femoral head sterile product do not resterilize 12/14 taper, lot# 61064952; cat#00630505840, liner standard 3.5 mm offset 40 mm i.d. For use with 58 mm o.d. Shell, lot# 61049645; cat#00620005822, shell porous with cluster holes 58 mm o.d., lot# 60950362.

Event description:
No further event information available at the time of this report.